Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patients' platelets dropped. One unit of blood was administered. The patient continued on impella cp support.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. The cause of the thrombocytopenia was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.